Event description:
An unknown medtronic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. Aneurysm and vessel morphology were not reported. It was reported that a stent fracture was observed at the distal end of the stent graft on review of surveillance x-ray approximately three weeks ago. No additional information was provided. The exact date of implant is unknown.

Event description:
An unknown talent stent graft was implanted over eight years ago. Two months ago a stent fracture was observed. The cause of the fracture is unknown. The patient is asymptomatic; no adverse events are associated with the stent fracture and no intervention is planned. Films were received and reviewed: post implant x-ray images and cta's from the time of implant to approximately five months ago were reviewed. Images from implant showed that two talent thoracic stent grafts were implanted. The distal device overlapped the proximal piece with 3 stent rings; 2 stent rings of the distal section extended from the proximal section. These 2 distal stents are angulated at this location; this angulation is likely anatomy related. The c-bar of the distal section appears to have been placed on the inner curvature, and is acutely angulated distally. The most recent films shows that the distal stent graft angulation, and the separation between distal stent rings 3 <(>&<)> 4, may have increased compared to the original study. However, this could not be confirmed from this review and may be due to changes in the imaging orientation. There were no obvious stent or c-bar fractures observed in any of the images.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (acutely angulated thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (acutely angulated thoracic aorta).

Manufacturer narrative:
(B)(4). Results: unknown cause of stent fracture; conclusion: lack of information.